Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer observed falsely (B)(6) surface antigen (hbsag) results while using architect hbsag reagents. The following data was provided. Sid (B)(4) 0.01 iu/ml (B)(6). Roche eclia method was positive (2.53 iu/ml). The customer stated another (B)(6) marker was (B)(6), 9.24 s/co, using architect hbc ii reagent. Previous results for this patient were positive since approximately 2008, however the specific test dates, results, and methods were not provided. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, field data review, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Review of field data showed the complaint lot patient population median value was within the range of other lots in the field between september 17, 2017 and march 17, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.